Event description:
It was reported that when the device was used during a laparoscopic colon procedure, it fired an incomplete line. Another device was used to complete the case with no consequence to patient.